Manufacturer narrative:
Date sent to the FDA: 10/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted during which the surgeon noted ¿dense bowel adhesions. The transverse colon was densely adhered to the anterior abdominal wall. There were considerable adhesions of transverse colon, omentum and small bowel to the abdominal wall, in the mid-abdomen.¿ it was reported that the patient experienced severe pain and chronic abdominal pain. Other implanted product is captured under a separate file. No additional information is provided.